Event description:
It was reported that an ilet bionic pancreas exhibited a sleep/wake button that did not respond to touch, preventing screen wake and device unlocking, and the device battery life did not last a full day. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention, no hospitalization, and continued therapy without interruption. Investigation included review of engineering data and device performance logs. Investigation of this case revealed evidence consistent with a malfunctioning sleep/wake interface and degraded battery performance. It was concluded that the event resulted from device component malfunction affecting the user interface and power subsystem, without patient injury.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.